Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus france.(ofr). Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the instrument channel, the suction channel, the air/water channel and the auxiliary channel of the subject device. The testing result cleared the french guideline. Ofr requested the facility three times to provide the information regarding reprocessing, however the facility did not provide and ofr could not obtain it. Ofr checked the subject device and found the followings. - there was leakage from the auxiliary channel. - there was the failure of the air flow of the air/water channel. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. First time; (B)(6) 2020. All channels: moraxella osloensis (>100 cfu/endoscope), citrobacter amalonaticus (>100 cfu/endoscope), coagulase-negative staphylococci (>100 cfu/endoscope). Second time; (B)(6) 2020. All channels: pseudomonas aeruginosa (>100 cfu/endoscope), enterococcus casseliflavus / enterococcus mundtii (total : >100 cfu/endoscope), citrobacter amalonaticus (>100 cfu/endoscope). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.